Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal deployment position must be deployed from the proximal mca due to aneurysm near ic anchoro. The mca blood vessel diameter was around 2.2 mm, but ped2-375-35 was attempted to expand, but a poor deployment of the tip occurred in the distal stent region. Resheath was repeated and the deployment position was adjusted, but the deployment defect was not resolved; it was removed from the patient's body along with the microcatheter. Stent was deployed a little bit from the front of ic top, and the procedure was completed without any problems. The pipeline was not located in the tortuous part of the blood vessel. More than 50% of the pipeline was deployed at failure. The pipeline was resheathed 2 times or less. No further operation was performed. No patient symptoms or further complications were reported as a result of this event. The pipeline was not used as an indication (off-label use) and the device was prepared as indicated in the package insert. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery near the anchoro with a max diameter of 7.2mm and a 4.3mm neck diameter. The blood vessel diameter in the landing zone was 2.2mm on the distal side and 3.68mm on the proximal side. It was noted the patient's blood flow was moderate and showed no abnormalities. Dapt was performed.